Event description:
A malfunction was reported on the customer¿s pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with this process, after which the malfunction did not recur. The customer was informed that they could continue using the pump, and they acknowledged the resolution.